Manufacturer narrative:
H3: product analysis of the device found that visually, there was a yellowish colored residue on the outside diameter of the cuff balloon. The paper tape, from packaging, was still wrapped around and securing the wire harness and surgical tape was wrapped around the mid-section of the device. Additionally, the tube adapter on the proximal end of the device was dislodged and not returned. A syringe was used to inject 15cc of air into the cuff and the cuff failed to inflate. For further analysis, a leak test was performed by submerging the entire device in water to identify the location of the leak and bubbles (leakage) was observed on the distal end of the cuff. Under magnification, there was a u-shaped puncture 0.20 inches in size on the distal end of the cuff. Electrically, for further analysis, the resistance from end to end shall be less than 200 ohms and the actual measurements were 40.6 ohms (blue), 15.6 ohms (blue with white stripe), 27.2 ohms (red), and 18.9 ohms (red with white stripe) which all electrodes were in specification. F unctionally, for additional analysis, the device was connected to a nim system, and the trace pads were submerged in a saline solution to perform functional testing. During testing, the device passed the electrode check and had no excessive feedback during the noi se test. There was no intermittent behavior while performing bend testing which including bending each individual trace near the clamp shell. In the returned condition, there was an out of specification condition that was related to the complaint due to physical damage. H6: previously applied codes of fdm b17 fdr c20 and fdc d16 are no longer applicable. Previously applied additional code of img g04134 is no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the thyroid procedure, the nim emg trivantage tube did not work so it was replaced with new one and pr ocedure was completed. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during thyroid procedure, the nim emg trivantage tube did not work so it was replaced with new one and procedure was completed. There was no patient injury.